Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08-sep-2025, it was reported that a beta bionics ilet user experienced a hypoglycemic episode with a blood glucose value of 39 mg/dl and a hyperglycemic episode with a peak blood glucose value of 401 mg/dl. The user¿s caregiver administered fast-acting carbohydrates to address the low and resumed ilet insulin therapy, after which glucose values stabilized. No outside medical intervention was required.